Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 482 mg/dl. The customer was mentioned insulin flow block alarm at the insulin pump and offered troubleshooting. Customer states the cannula was bent at the infusion set. Customer stated that they had a site issue which was painful and uncomfortable. The insulin pump will not be returned for analysis.